Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 17 to 44 mg/dl at the time of the incident. The customer was at 170 to 221 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer also reported sensor glucose versus blood glucose differences when they were hospitalized, and the customer lost consciousness. Troubleshooting was completed and no issues were discovered. The customer was skipping meals because they don't feel hungry most of the time. The insulin pump will not be returned for analysis.